Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that lot met all release criteria root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive sars result (unknown symptom status). Customer stated the result was confirmed negative by pcr.